Event description:
On 6/21/1999 the account obtained an axsym b-hcg result of 119 miu/ml on a pt. The pt had an ectopc pregnancy in 1/1999. The pt had been having elevated b-hcg results since may. The past results were 5/12; 54 miu/ml, 5/17; 139 miu/ml, 5/21; 173 miu/ml, 6/5; 180 miu/ml, 6/8; 188 miu/ml, 174 miu/ml. A d&c was performed on the pt on 6/16/1999 which was negative. No report of injury.